Event description:
During an unk patient procedure the reamer handle broke. The device was exchanged to successfully complete the procedure. No patient harm or adverse events were reported.

Manufacturer narrative:
Complaint sample was returned and the reported event or "reamer randle broken" was confirmed. The' adapter end was not returned with the sample. The sample experienced torsional overload caused by misuse. Both reamer end and adapter shaft contain numerous marks and scratches indicating extensive use. It is unknown as to how many procedures the handle has undergone in the field. The device history record was reviewed and no discrepancies were found. No further investigation is required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a will be submitted.